Event description:
A malfunction alarm was reported with a pump, but there were no notable events that occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the customer through the pump reset process. The malfunction did not recur after the reset.